Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The caster and bases were replaced. No report of patient involvement.

Event description:
The hospital reported the caster separated from the base. There was no report of patient involvement.